Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. The reported product number is a spare part. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 41 (low internal flow insufficient internal flow during system priming or pre-conditioning) during functional verification test after parts changed in an arctic sun device. No chilling after the heating test. Restart the device, no heating and no chilling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 1 and baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: e, f, h. The reported product number is a spare part. The UDI number for this product is not available. Submitting the investigation details as additional information. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 41 (low internal flow insufficient internal flow during system priming or pre-conditioning) during functional verification test after parts changed in an arctic sun device. No chilling after the heating test. Restart the device, no heating and no chilling.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 41(low internal flow insufficient internal flow during system priming or pre-conditioning) during functional verification test after parts changed in an arctic sun device. No chilling after the heating test. Restart the device, no heating and no chilling.